Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had fractured. The issue was confirmed with imaging. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. The issue was resolved without sequelae.

Manufacturer narrative:
Date of event is estimated.